Event description:
An intravenous line was started on the patient using aseptic technique and was uneventful. While inserting a needle into cthe distal port of the previously mentioned device to administer IV medication, a piece of thread-like material was noticed inside the tubing . The material was free floating and movable. The IV fluid was immediately turned off and the tubing replaced with a new set. The material was still contained inside of the tubing after it was removed from the patient. No adverse effect to the patient occurred. No additional treatment was necessarydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.